Event description:
A 2.5 drill bit was broken in the right calcaneous, both pieces recovered, procedure performed under fluoroscopy

Event description:
A 2.5 drill bit was broken in the right calcaneous, both pieces recovered, procedure performed under flouroscopy